Event description:
It is reported that the hip stem was implanted through a 2-incision technique. The canal was mistakenly reamed to a line-to-line condition. The stem never felt tight and was therefore seated to depth below the osteotomy cut which fractured the proximal calcar. The stem is stable and remains implanted.